Event description:
It was reported that a patient presented via merlin.net with low impedance on the right atrial lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable post-procedure.